Event description:
Patient began to experience pain. A break under the femoral sleeve was detected. Surgeon was unable to remove during revision surgery. Another revision surgery is scheduled for 7/14/97.